Event description:
It was reported by the patient that she experienced a blood clot five days after her spinal cord stimulation, scs, implant procedure. It was stated that the pain in her left leg was so bad that she called for an ambulance-helicopter. The patient stated that the left leg was purple and was the size of a huge ham hog. She also reported that her toes were the size of sausages. She was admitted to the hospital in the intensive care unit for six days. During her hospital stay the patient underwent surgery to remove the clots in her leg and was given a medication called eliquis for several months after. The patient reported that her heartbeat was like a butterfly and therefore required a defibrillator to stabilize. The patient noted that she also had clots in her lungs that were not operated on. The physician assessed that the blood clots were due to the patient taking chewable aspirin at the time of surgery. In addition, the patient had a family history of blood clots. The physician believes the scs implant surgery exacerbated these symptoms and was not device related. The device remains implanted.